Manufacturer narrative:
B3 approximated. Updated describe event or problem b5, explant date d6b and device codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) needs a replacement due to recurring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) needs a replacement due to recurring incontinence. The aus is currently implanted, and the revision surgery is booked. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) needs a replacement due to recurring incontinence. The aus was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, pump and balloon were visually and examined, and leak tested; the pump was also functionally tested. No anomalies were found with the pump and balloon. Visual and leak testing of the cuff revealed that there was a leak caused by a cut that occurred during explant. Additionally, the reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis result, a conclusion code of known inherent risk of device was assigned to this investigation. D1 unique identifier (UDI) for balloon: (B)(4). D1 unique identifier (UDI) for pump: (B)(4).